Event description:
On (B)(6) 2018: customer was sent a replacement meter and strips back in (B)(6) 2017 due to the strips not being able to be read in the meter. When he received the replacement items, some of the strips weren't able to receive and read his blood sample.